Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not alarm. The customer reported that the insulin pump would not beep or vibrate. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated that the insulin pump was set to audio-vibrate. The customer stated that a pump error alarm occurred. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump also passed the tone check and vibrate check during the self test. No unexpected pump error 63 was noted during the self test. Inserted a test battery and the pump powered up properly. No failed battery test alarm or battery icon anomaly was noted during testing. The audio and vibrate was selected on the audio options screen. During testing, the insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests with audio tones and vibrate alerts. The pump also communicated properly with the glucose sensor simulator and the guardian 2 link transmitter. The alert before low alarm and the suspend on low alarm functioned properly with audio tones and vibrate alerts. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.